Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, at the second firing, the surgeon started squeezing the handle, however, a crack sound was heard and the knife did not advance. The surgeon considered the thickness of the tissue was appropriated for the reload even though the tissue was modestly tick. Replaced the handle and the reload to complete the procedure. There was no patient injury.